Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received with regards to a needless connector that generated a leak during patient use on an unspecified date. It was reported that they had 2 needleless connectors leak on the lower injection hub of huber needle sets. There was no patient harm reported.